Event description:
It was reported that the patient was experiencing pain at the ipg site due to a fall. As a result, the patient underwent surgical intervention on (B)(6) 2018 wherein the ipg was replaced. Therapy was confirmed.